Manufacturer narrative:
Six screws were returned, one is the screw cold welded to plate. It cannot be determined which screw was cold welded to the plate. Part and lot number is possibly part 402.222, lot unknown (2 returned), part 402.882, lot 8336264 (1 returned), part 402.880, lot 8371655 (1 returned), or unknown locking screw (2 returned). DHR review completed based on possible lot numbers. Because actual part and lot number cannot be determined, manufacture location and date cannot be determined. Part 402.882 lot 8336264, manufacturing location: (B)(4), manufacturing date: 12 mar 2013. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Part 402.880 lot 8371655, manufacturing location: (B)(4), manufacturing date: 02 apr 2013. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Customer quality conducted an investigation of the returned plate and screws. The visual inspection of the lcp plate shows that the part is broken off in two fragments. According to the given information it has been indicated that at the time of extraction it was identified the cold fusion between screw and plate, thus, the doctor had much difficulty to perform extraction and only succeeded after using force and break the plate. The review of the production history revealed that this plate was manufactured in november 2014 according to the specifications. The relevant length cannot be measured due to its broken off condition. The type and extent of damage incurred indicate that this complaint was caused by excessive force. The three included screws were all intact except one unknown screw is damaged at the screw head. According to the given information it has been indicated that at the time of extraction it was identified the cold fusion between screw and plate, thus, the doctor had much difficulty to perform extraction and only succeeded after using force and break the plate. The review of the production history revealed that this plate was manufactured in november 2014 according to the specifications. The relevant length cannot be measured due to its broken off condition. The type and extent of damage incurred indicate that this complaint was caused by excessive force. The three included screws were all intact. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for one (1) unknown screw. Part and lot numbers are unknown. Without the specific part and lot numbers, the UDI is not available. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). (510k): unknown, as the specific part number of the screw is not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the implant removal surgery was performed on (B)(6) 2017 due to the breaking of the screws. At the time of extraction it was identified that there is a cold fusion between screw and plate. Surgeon had much difficulty to perform extraction and only succeeded after using force and breaking of the plate. The previous procedure of arthrodesis lost the reduction and required additional intervention to solve the case. There was no patient harm; patient outcome is reported as good. Procedure was successfully completed without any surgical delay. No other medical intervention was required. This complaint addresses the intraoperative issues of the cold fusion between screw and plate. The postoperative breakage of the screws have been addressed in the linked complaint (B)(4). This report is for one (1) unknown screw. This is report 1 of 1 for complaint (B)(4)